Event description:
It was reported that on the date of this report the patient was getting an electrocardiogram (EKG) due to chest pain and they were getting artifact during the EKG. They had tried to turn implantable neurostimulators (ins) off but it was unknown if they were successful. Both inss were checked at the time of this report and both showed stimulation was on. One ins setting was at 4.10 and the other did not a show a voltage setting due to being in simple mode. The patient had the systems for parkinson¿s disease. Following the EKG the patient had felt they were not getting as much stimulation benefit as he was before the EKG. By the end of the report the noted that he was getting better benefit from stimulation, like before the EKG. The patient also noted that it usually took him about 10 minutes to get stimulation benefit after stimulation had been turned off. It was not clear if stimulation was ever turned off on the date of this report. No outcome was provided for the chest pain. Further follow-up is being conducted to obtain this information and if additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387-40, lot # j0343947v, implanted: (B)(6) 2004, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0401947v, implanted: (B)(6) 2004, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).